Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low bradycardia heart rate. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained episodes and lead impedance out of range measurement. The rv threshold was high and there was no capture seen on current electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.